Event description:
It was reported by the legal guardian that the patient's blood glucose levels rose to 500 mg/dl while wearing the pod between 37 and 48 hours. The pod was leaking insulin. When the pod was removed from the infusion site (leg), the cannula was found to be dislodged. The patient was able to resume treatment.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.